Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. UDI#: (B)(4).

Event description:
It was reported that the16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube broke while in the centrifuge. There was no report of injury or medical intervention.